Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the device's pci (paddle contact indicator) function was not working. There was no pt involvement.